Event description:
A consumer reported experiencing blurry near vision approx three weeks following bilateral intraocular lens (iol) implant surgery. Per the surgical technician, the patient was seen by a retinal specialist who stated that "retina is unremarkable, some drusen, lens is well placed, vision is consistent with ocular anatomy; patient's near vision yielded 20/25 with 2.00+ readers". Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 11/19/2008 and 12/03/2008 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 12/18/2008.